Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient admitted on (B)(6) 2020 with a 3 week history of driveline irritation and he had completed a 7 day course of ciprofloxacin orally at home prior to admission. Patient had a computed tomography scan on (B)(6) 2020 that showed soft tissue infection around driveline site. Infectious disease consulted with plans for 4 weeks of intravenous vancomycin with plans to transition to bactrim orally for life long suppression. Patient discharged from hospital on (B)(6) 2020.